Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 1 month. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had red heart alarms at around 5:00 pm on (B)(6) 2015. The patient switched to his backup system controller at around 5:20 pm and continued to have red heart alarms. The patient was reportedly feeling weak and sometimes dizzy, and showed symptoms of heart failure. The patient presented to the hospital and his backup system controller was replaced. It was reported that an area approximately 2 to 3 inches from the distal end of the percutaneous lead was covered with rescue tape. The data log files from the patient's primary and backup system controllers were submitted to the manufacturer for evaluation and motor stopped events, reduced pump speed values, and elevated power, estimated flow, and pulsatility index values were confirmed. The events occurred while the patient was on battery support and appeared to be indicative of a potential issue with the percutaneous lead. A distal-end percutaneous lead replacement was performed by the manufacturer's technical services representative. No broken wires were found during the phase interrupter test during the repair. The repair was completed successfully and alarms did not initially occur when the patient was connected to a grounded power module patient cable; however, a few hours later, the patient experienced additional pump stoppages. The patient was placed on an ungrounded patient cable. The patient ultimately had a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximately 21 inches of the external portion/distal end of the percutaneous lead (lead) that was replaced was returned for further evaluation. Continuity testing of the replaced portion of the lead found that all wires were electrically intact. Visual examination and high potential testing found no area of compromised wire insulation. The pump was returned assembled with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the remainder of the lead was returned in one segment. The sealed outflow graft and outflow graft bend relief were returned attached to the pump outlet port. The sealed inflow conduit was not returned. Examination of the pump upon disassembly found a small, loose, non-laminated deposition in the proximal side of the outlet stator. The deposition lacked lamination, lacked denaturing, was not adhered, and did not appear to have contributed to a pump issue. Examination of the remaining blood contacting surfaces found no deposition or thrombus formation. Continuity testing of both portions of the lead found that all wires were electrically intact. Examination of the 2 inch segment of the lead extending from the pump housing found no area of compromised wire insulation. The 37 inches lead segment was examined and appeared unremarkable; all wires were properly connected. Examination of the proximal end of the 37 inches lead segment revealed breakdown of the braided shield on the internal portion approximately 1.5 inches from where the lead was cut, originally located in the approximate location of the pump end bend relief. Breaches in the red, yellow, and green wire insulation exposing the inner conductors were noted in this location. All of the observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The pump operates on a three phase motor; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different motor phases contacted each other or simultaneously contacted the braided shield while the patient was operating on either tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.